Event description:
Co desflurane vaporazier turned on to approx 2% dial setting with resultant >45%. Inspired vapor concentration noted in pt circuit vaporizer automatically shut down. Pt coughed but no injury. This is potentially fatal, uncontrolled output. High output verified after removing the vaporizer from service.